Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (warm) was confirmed. As received, the monitor failed pulse testing and would not recognize an electrode belt connection. Upon evaluation, the u601 and u409 processors and c607 capacitor were shorted. The cause of the test failure and inability to recognize a belt connection is the shorted components. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor felt warm.